Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and 4.2 failed. The field service engineer replaced all three controller boards on the drawers due to the power supply not initiating when a drawer was plugged in, which resolved the issue. The fse also stated that it was not possible to determine which specific drawer was the root cause of the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station screen went black and failed to power up. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.